Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) above 600 (mg/dl). Reportedly, the customer believes a bad vial of insulin attributed to their elevated bg levels. Prior to hospitalization the customer changed their cartridge, infusion set and delivered manual injections to address bg levels. While hospitalized, the customer was treated with intravenous insulin and saline. The customer was released the next day with their issues resolved. The insulin suspected of attributing to their elevated bg levels was discarded and the customer resumed pump therapy.